Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with an incorrect diagnostic measurement for atrial fibrillation (af) burden due to a diagnostic anomaly. Programming change was discussed. The patient was stable and will continue to be monitored.